Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ccl rn supervisor. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a pci/lhc, the tr band was inflated, and hemostasis was achieved. However, when the patient was moved off the table and into recovery post procedure, it was noticed that the balloon had deflated; an air leak had occurred. There was bleeding post inflation in recovery leading to the need for another tr band. There were not any issues encountered during device use that were reported. The device was not manipulated before use in any way - pre-use or during storage, the user was seasoned. The product was stored prior to use, per recommended storage and temperature. The patient was stable, and hemostasis was achieved with the second band.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. As of 08may2026, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).